Event description:
It was reported that the customer experienced an elevated blood glucose level (bg) of "high" although specific value not provided. Reportedly, customer was not bolusing correctly which elevated their bg levels. Bg was addressed correction bolus via pump. The customer was instructed to consult with healthcare provider regarding bg level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.